Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen became cracked and displayed colored lines after the user bumped it against a metal machine, rendering the screen fuzzy and unusable, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with external impact damage to the touchscreen resulting in a fractured display and unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.